Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The interrogation of the implantable cardioverter defibrillator (ICD) revealed the eri battery status. The device was implanted for 73 months and 29 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. The device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electronic module was directly measured and a normal current consumption could be confirmed. Therefore the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. At a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified damaged insulation, which led to an increased internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, the device was implanted for 73 months. An increased internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis all therapy functions of the ICD were entirely available while the device was implanted and in service.

Event description:
This device went into eri after doing an MRI scan. The patient had an rv lead that was not MRI compatible, but there was a strong patient indication for MRI. The device was explanted and replaced on (B)(6) 2019.